Event description:
It was reported that a patient underwent bilateral total knee arthroplasties on unknown dates. A revision has been indicated for the left knee in which the femoral component and tibial bearing may be replaced for an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4)